Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the reload closed down but did not fire. It was also very difficult to get the reload off the gun.

Manufacturer narrative:
(B)(4).